Manufacturer narrative:
The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During a patient event, the autopulse platform sn (B)(4) failed. The crew placed the 45 year old, 115 pound male patient onto the platform and went to start the device. The platform performed one compression, then stopped. The crew did not notice any error messages. They tried to restart the platform, but it would not perform compressions. The crew switched to manual CPR. Manual CPR was performed for 28 minutes, and return of spontaneous circulation (rosc) was not achieved. The patient was pronounced at home by the medic crew on scene. The patient had a history of diabetes, pancreatic cancer, and multiple endocrine neoplasia (men) syndrome. He was taking insulin and an antacid. The customer did not believe there was a relationship between the death and the alleged malfunction. During a call with zoll tech support after the patient event, the customer powered on the platform and it displayed (ua) 18. The customer was asked to test the platform with a manikin. The same lifeband that was used during the patient event was used for the test. Once the platform was tested with the manikin, the platform was able to successfully perform compressions. No user advisories (ua) were displayed during compressions and the platform functions as intended.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.